Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock lead impedance measurements above 200 ohms. The health care professional opted to continue to monitor. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock lead impedance measurements above 200 ohms. The health care professional opted to continue to monitor. No adverse patient effects were reported. This system remains in service.